Manufacturer narrative:
(B)(4). As the complaint device was not returned, a failure analysis of the device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation concluded that a definitive cause for the failure to adhere/bond (clip movement) could not be determined. The reported patient effect of increased/worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported increased/worsening mr appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the deployed clip moved slightly on the mitral valve leaflet, which has the potential to cause or contribute to serious injury. It was reported that the first mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4. Clip 50324u123 was deployed without reported issue and the procedure was completed with mr reduced to 1. On an unknown date, the patient presented with dyspnea and echocardiogram revealed mr grade of 3. On (B)(6) 2015, the patient was re-admitted to the hospital. Reportedly, the deployed clip was still attached to both leaflets and there was no leaflet damage noted. On (B)(6) 2015, clip 50731u260 was deployed without issue reducing mr to 1-2; however, mr began increasing and it was noted that the clip was slightly moving, but still attached to both leaflets. The physician was going to deploy clip 50731u233; however, it was noted that there was insufficient space to accommodate a third clip, so it was removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time, with mr grade at back at 3. Currently, there is no future treatment planned for the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4).